Manufacturer narrative:
The following sections have been updated for corrections: d4 catalog and serial numbers updated. The following complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. H6 clinical code removed e0514. H6 med dev prob code removed a150202.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. Added h6 (health effect - clinical code) was not available at the time of the initial report and has now been provided following follow up.

Manufacturer narrative:
Medical safety review was completed and noted the following: an impella cp was inserted via left femoral artery in a 63-year-old male patient in scai stage e shock post mitral / papillary rupture 2 days post coronary laser to the left anterior descending artery. The patient¿s comorbidities were unknown. The patient had an acute mitral/papillary rupture was hypotensive on 3plus inotropes and/or pressors and an intra aortic ballon pump prior to initiation of support. The impella cp pump 1 was inserted without any noted concerns, however once on support the impella cp pump 1 had unresolved suction alarms despite repositioning attempts, which is standard troubleshooting for suction occurrences. The decision was made to remove pump 1 and replace with another impella cp. Pump 2 was implanted with no noted occurrences. It is unknown if the suction alarms continued. The decision was made to transfer the patient to the ICU and withdraw care. The impella cp pump 1 will be noted for device malfunction due to the low flows and suction alarms that occurred, and will be conservatively reported as a death, however, it is important to note that severe mitral regurgitation is a contraindication for use and the unresolved suction was most likely secondary to the mitral regurgitation and the patient¿s underlying condition, stage e shock and the acute mitral rupture is the contributing factor. Investigation: the device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Data logs confirmed low pump flow when pump started and ran on p-9 that triggered auto suction response and suction alarms. The event remained for 45 minutes and resolved when pump was run on p-4. Near the end of the case, pump was run on p-7 but triggered multiple suction alarms. Pump then was run p-3 to the rest of the case. There were no moto current spikes, abnormal placement signal or purge issues observed during support. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. Low or blocked pump flow/pump suction cause was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
The complaint reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Malposition and low pump flow was encountered with suspected clot ingestion. Post percutaneous coronary intervention to the left anterior descending artery the patient decompensated and was brought back to the catheterization lab after an acute mitral papillary rupture and removal of the intra-aortic balloon pump and insertion of an impella cp device. The patient experienced flash pulmonary edema on arrival to the catheterization lab. The impella cp was implanted. The physician attempted to mitraclip the mitral valve but was unsuccessful. During the case the impella cp had chronic suction alarms with low flows. Multiple attempts to reposition were made with poor results. The physician noted concerns of clot ingestion causing the poor performance. Abiomed's clinical support center was contacted and noted this was unlikely given the pump's metrics. The physician decided to explant the impella cp and replace it with a new one. The first impella cp device was pulled into the descending aorta, turned off and left in place. A little over three and half hours later the patient expired. Care was withdrawn. Additional information was received and noted the following: there was no feedback stating if there was clot noted after explant (postmortem).